Event description:
During scanning, the system would require reboots or resumes and sometimes shuts down as a result of interference from network traffic. This is the third report of this type in two years. A networking solution is known and will be provided to the customer.